Event description:
It was reported that the monitor disconnected from the network for a few moments and alarms paused. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field support engineer (fse) initially planned to visit the customer to examine the system logs, but the customer was unable to provide any information needed to review the logs (date, time, bed identification, etc.). The fse was advised that the issue did not recur, and the device remained in clinical use and was not removed from service for evaluation. The fse believes that the customer had likely paused the alarms by mistake and then reactivated them, but this could not be confirmed. The product malfunction was unable to be confirmed, and the cause of the reported problem was not able to be identified because the customer could not provide any details and the device was not removed form service. It is unknown how the issue was resolved. Reporting institution phone # (B)(6). Reporter phone # (B)(6).